Manufacturer narrative:
Analysis of the pump found a motor gear train corrosion anomaly. The pump passed all non-destructive lab testing. There were multiple motor stalls and recoveries in the logs. During destructive analysis it was found significant residue on the pinion, lower and upper shaft of the rotor magnet, on the upper shaft of gear 2 and on the jewel where the upper shaft of gear 2 and the rotor magnet insert into the top bridge assembly. It was also found significant residue on gear three's o-ring located on top bridge. Catheter analysis found no significant anomaly. Acceptable testing on incomplete catheter returned in segments.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard an alarm beginning (B)(6) 2012 and recurred every 60 minutes. The patient therapy manager (ptm) display showed error codes. That evening the patient presented to the clinic where the pain nurse controlled the pump and saw there was a motor stall. The patient explained that the pump would alarm at the same time at which there were technical issues with her electronic wheelchair. It was noted that the controller unit of the electronic wheelchair may emit electromagnetic interference (emi) if there were problems with it. The patient then presented to the hospital where she was given oral morphine for pain that had begun when the pump stopped and was kept overnight. The following morning the pump was reprogrammed several times but would not recover. The pump was replaced on (B)(6) and the patient was reported to have been receiving effective therapy. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.